Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer saw air bubbles around the luer lock. Tandem technical support assisted the customer with removing the air bubbles. The customer's blood glucose level was 440 mg/dl and insulin injections were used to address the high bg level.